Manufacturer narrative:
Product manufacturing site updated due to receipt of serial number. Manufacturer report number corrected and reported under 1119421-2024-00115. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that healthcare professional reported that the patient was not able to read and could not see properly. The doctor gave pilocarpine drops. The tests that performed were normal but the refraction was increased and decided not to give drops. The doctor suggested the patient to use power contact lens which was helpful. The patient wants refraction stability.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, the patient still see quadruple from the eye and patient sees 2 letters very clear one next to the other (not overlapped) when looks at a letter and another 2 letters more soft or transparent overlapped. The patient was consulted with physician and physician was done unspecified examinations with unspecified machines and gave a device to place a unspecified drop 2 times a week. Additional information has been requested.